Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set cannula was bent. Site location is at the stomach. Customer's blood glucose was in the range of 400's customer treated by insulin pump bolus and changed the set. Offered to troubleshoot pump for the high blood glucose but customer's father declined. Insulin pump will not be returned for analysis.